Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative was unable to reproduce the reported event as system functioned as designed and without issues. No parts were returned or replaced. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the navigation system's monitor became unresponsive for a moment. But then they were able to click back into the software and move forward to verify the instruments and continue the case normally. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.